Manufacturer narrative:
Exact date unknown, event occurred in a year ago. Explanted a year ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-70, serial: (B)(4), batch: 16250430/ 16278344/ 16338670/ 15650097.

Event description:
It was reported that the patient underwent explant procedure due to inadequate stimulation. The devices will not be returned. No further information has been obtained despite good faith efforts.